Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with qc cut-off standards. Results were read at 3 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient was seen for a preliminary appointment to qualify for a prenatal program at the clinic. The patient's urine was tested on the consult hcg urine cassette and a negative result was obtained. Confirmatory blood work was done due to the patient receiving a positive at home pregnancy test on an unspecified date prior to the appointment. The brand of the at home pregnancy test is unknown. The serum quant results were 50 miu/ml. The patient returned to the clinic on (B)(6) 2019 and was tested again on the consult hcg urine cassette and received a positive result. No treatment was provided or withheld based on the rapid result. Troubleshooting was conducted with the customer. The customer was advised on potential factors, such as shipping, storage, handling, technique, and patient information. The limitations section of the package insert was also reviewed with the customer.